Event description:
It was reported that pump experienced malfunction with recurring malfunction code despite reset attempts. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.